Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further inspection of the device by olympus france s.a.s. Found that e311 error code displayed on monitor. This event is also MDR reportable malfunction. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the inspection by olympus france s.a.s., omsc assumed that the event that the endoscopic image did not displayed was caused by the defect of the ccd unit due to unexpected stress. And omsc also assumed that the error e311 was caused by the defect of the ccd unit or cable due to unexpected stress. The unexpected stress could have been caused by user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer requested repair and sent the device to olympus. Olympus inspected the device at the service department of olympus (B)(4). And found that no endoscopic image was displayed. It was also found that the camera cable was cut, perforated and leaked. Reportedly, charge coupled device (ccd) unit was defective. There was no report of patient injury associated with this event.